Manufacturer narrative:
The manufacturing site received two unpackaged samples with this complaint report. A complete investigation was performed. The samples were received with yellow notes attached to the samples labeled as ¿discolored product & stopper¿. Visual inspection per standards was conducted. An extremely light-colored plunger rod was identified on both syringe samples. Visual inspection of the syringe barrels and rubber stoppers did not prove those parts to be discolored. The customer also provided additional representative photographs with this customer report. The first photograph appeared to be the same as the two syringe samples provided with yellow notes attached to each. No defects can be identified in the photograph. The barrel and stoppers viewed through the barrel appear to be free of defects. The plunger rods do appear light in color. The two (2) samples supplied by the customer can be confirmed to have light-colored plunger rods. The overall lot would still be accepted to be manufactured per established quality specifications. The device history record (DHR) was reviewed indicating that product and specification requirements were met with no non-conforming product identified relating to this customer report. Control mechanisms are in place to prevent the occurrence and acceptance of the reported condition during molding, printing, assembly, and packaging processes, and to ensure components and finished product meet all quality inspection standards during the syringe assembly processes. A lot cannot be released unless it passes specification requirements. Per procedure, trends are evaluated during a monthly meeting to determine if a corrective and preventative action (CAPA) is warranted. At this time, a CAPA will not be initiated. However, these conditions will be communicated to the appropriate manufacturing and quality assurance personnel.

Event description:
The customer states there was discoloration and the syringe was more opaque then clear. The customer also found some plunger tips to be discolored.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the syringes were received with grease and discoloration on them. Some syringes were more opaque then clear.